Manufacturer narrative:
This report is being supplemented to provide additional information from the customer, the device evaluation, and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed for the wobble in connection. Additional defects of loose scope mount, connector cracks, corrosion on free lock lever and scope mount, main body discoloration, twisted cable and pixel defect were identified during inspection. Based on the results of the investigation, it was determined that the device did not meet the specifications. However, the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. The event can be prevented by following the instructions for use which state: hold the otv-s7pro with your hand so that it does not move, insert the video connector horizontally into the video connector receptacle of the otv-s7pro with the up indicator of the video connector facing up, and press the video connector firmly until you feel a click. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporter. The issue occurred during an unspecified therapeutic procedure. There was a surgical delay of 5-10 minutes while a new camera head was installed.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported to olympus that while using the camera head, the connecting section of scope was loose. There were no reports of patient harm associated with the event.